Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data was collected between 2008 and 2018. Author: hs alemany, et al. Journal of the american college of cardiology, volume: 75, issue: 11, pages: 980. Doi: 10.1016/s0735-1097(20)31607-7. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿impact of intra-operative transfusions on post left ventricular assist device placement outcomes: a single center study¿ that intra-operative transfusions during hm3 implant may be related to longer intensive care unit (ICU) length of stay (los) and renal failure. This retrospective cohort study evaluated the relationship between intra-operative transfusions (iot) and post-implant outcomes in patients who underwent lvad implantation between 2008-2018. A total of 103 lvad patients were included, and 11% were implanted with hm3. 80.4% received iot, and the average number of transfusions was 5.38 ± 8.14 units, median 3 (interquartile range: 1-8 70).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿impact of intra-operative transfusions on post left ventricular assist device placement outcomes: a single center study¿, was received. The study sought to investigate the impact of intra-operative transfusions (iot) exclusively on post-surgical outcomes. A total of 103 patients who were implanted with a left ventricular assist device (lvad) for both bridge-to-transplant and destination therapy between 2008 and 2018 were included in this study. Of the 103 patients, 11% were implanted with a heartmate (hm) 3 lvad. Approximately 80.4% of the patients received transfusions intraoperatively. Results of the study showed that renal failure was more common in patients who received transfusions; however, this outcome did not reach statistical significance. There was no observed association between the use of transfusion or number and type of transfusions and right ventricle failure, intubation time, or 1-year all-cause mortality. The study also showed that patients who did not receive a transfusion had a significantly shorter intensive care unit length of stay (ICU los) with a trend towards fewer hospitalization days. The study concluded that intra-operative transfusions during lvad implantation do not appear to contribute to 1-year post-surgical all-cause mortality, but they are associated with longer ICU los and possibly renal failure. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. No further information was provided. The manufacturer is closing the file on this event.